Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the patient report the device was explanted due to migration, namely the implant housing migrated from its intended position and this led to a consequent displacement of the active electrode outside of the cochlea, as confirmed by post-operative diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At an integrity test performed at the beginning of (B)(6) 2021 it was noticed that some channels were affected by high impedance. CT imaging showed that the coil/stimulator had migrated 90 degrees downward causing the electrodes to be pulled out of cochlea. At least 6 channels were found extra-cochlear. There are no reports of any head trauma or changes to the user's health or medication. The hearing performance was unchanged as far as the audiologist and parent could tell. A revision surgery was scheduled for the (B)(6) 2021 to reinsert the array. However, due to scar tissue and the position of the implant the user was re-implanted with a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At an integrity test performed at the beginning of october 2021 it was noticed that some channels are affected by high impedance. A CT scan then showed a migration of the electrode. A revision surgery is scheduled for the (B)(6) 2021.